Event description:
Event description guidant received information that following the delivery of several inappropriate shocks for sinus tachycardia, a shorted shocking indicator was noted with the implantable cardioverter defibrillator (ICD). Shocking impedances were <10 ohms. In addition a fault code was observed that indicated the ICD was unable to charge the capacitors in the maximum time allotted.